Event description:
Pt underwent spinal fusion procedure on 9/26/88. On 10/7/88 instrumentation was removed to repair hook sites. Add'l instrumentation placed. On 1/16/89 underwent a laminectomy l4-l5 & l5-s1 with nerve decompression. L5 screw replaced along with sacral screws. (Screws loose). On 9/2/93 removal of instrumentation. One rod was fractured. Reinstrumented t2 to sacrum.